Manufacturer narrative:
(B)(4). Batch # 558a70. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿peeled open¿? It was reported that there were scuff marks along the distal end of the stapler. Was there damage to the anvil? Was there damage to the device¿s metal trocar? Was there damage to the handle end? Please provide a picture of the device damage. Please provide a picture of the anastomosis. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the washer was noted to have nicks; this damage is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure tissue thickness lays flat and is evenly distributed within the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Adjust the device slowly until appropriate tissue resistance is felt for a secure anastomosis. Rapid compression may not allow sufficient time for fluid egress from the tissue and generate resistance before the appropriate compression is achieved. Wait 15 seconds to allow for adequate tissue compression, and adjust if needed to maintain appropriate tissue resistance. Provided the orange staple height indicator falls fully within the green range of the tissue compression scale before firing, the device will form staples at the height indicated for the selected tissue compression. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during low anterior resection procedure that during lar, colorectal anastomosis, after anastomosis was stapled, the anastomosis appeared to peel open as if it wasn¿t stapled. Upon inspection of the device, surgeon noticed scuff marks along the distal end of the stapler almost like the stapler had been used before or that it had been opened previously. Additional rectum and colon resected; new stapler opened to redo the anastomosis. Diverting ileostomy was placed. The procedure was delayed by 30 minutes.

Manufacturer narrative:
(B)(4). Date sent: 5/25/2022 additional information was requested and the following was obtained: what is meant by ¿peeled open¿? ¿ after removing the stapler, the anastomosis was not complete and began to separate. It was reported that there were scuff marks along the distal end of the stapler. Was there damage to the anvil? Was there damage to the device¿s metal trocar? Was there damage to the handle end? ¿ no additional damage observed. Please provide a picture of the device damage. ¿ device has been returned. Please provide a picture of the anastomosis. - unable. What were the indications for surgery? ¿ colostomy reversal. What surgical procedure was performed? - lar. Did the patient receive any preoperative chemotherapy or radiation? ¿ no, benign disease. Were there any issues experienced with the device in the initial surgical procedure? - no. What healthcare professional fired the device and what is his/her experience with the device? ¿ (B)(6), very experienced where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? ¿ low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? - yes. Was the device difficult to close? - no. Was the device difficult to fire? - no. How many counter-clockwise revolutions of the adjusting knob were used to open the device? - 2. Did the healthcare professional receive audible & tactile feedback when firing the device? - yes. Were the donuts inspected? If so, please describe. ¿ did not observe. Was a complete transection of the white breakaway washer visually confirmed? - yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. ¿ no. Was a leak test performed? If so, what type and what was the result? ¿ no, unable. Was the staple line visualized endoscopically during the initial surgical procedure? ¿ visualized staples ¿on the bottom but not on the top¿ suggesting that the staples may not have fully formed. How many days postoperative did the leak occur? ¿ n/a. How was the leak identified? ¿ n/a. What was observed at the site of the leak upon reoperation? ¿ n/a. How was the leak addressed? ¿ no leak, but additional rectal resection and diverting ileostomy. What is the current status of the patient? ¿ no additional complications, waiting to have ileostomy reversed.